Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. Product is distributed as safari tavr.

Event description:
As reported: "(B)(6) year old female patient with aortic valve disease/malfunction. In CT inspection highly tortuous descending aorta and dilated aortic arch area. Decided to be treated with tavr by lotus valve system 25mm (lot14167020), using also lotus large introducer set (lotds12508) and also safari small pre-shaped tavr/ tavi wire 300cm (lot10425869). Patient has very tortuous anatomy from femoral area all way to aortic arch. After successful insertion with lotus device, team managed to get lotus through 3 different angles in descending aorta. Then in beginning of aortic arch not possible to get lotus system crossing aortic arch. After several attempts, decided to stop procedure and lotus system taken out successfully. After this small dissection in top of aortic arch seen in angio. Decided not to continue with tavr procedure. Lotus introducer taken out and vessel closure done successfully. Patient stable during and after procedure." Physician assessment of the relationship of the event to the device: unlikely to be related. Other possible contributing factors to the event: procedure.